Event description:
Reportedly, during a procedure to reposition the atrial lead the physician was not able to reconnect this lead to the pacemaker. The connector screw seemed to be rotating but the lead was never tightened. After some attempts the user decided to replace the pacemaker.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under p950029.

Event description:
Reportedly, during a procedure to reposition the atrial lead the physician was not able to reconnect this lead to the pacemaker. The connector screw seemed to be rotating but the lead was never tightened. After some attempts the user decided to replace the pacemaker.